Event description:
The dealer states that there are chunks coming out of the casters.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that there are chunks falling apart on casters.

Event description:
The dealer states that there are chunks coming out of the casters.